Event description:
It was reported that this device had a battery depletion error. The pulse generator was explanted and replaced after less than six years of implant time. There were no additional adverse patient effects.